Event description:
The surgeon had a difficult time locking down the insert onto the baseplate. The insert did finally lock down. However, the surgeon choose to use another insert. The second insert locked onto the baseplate without difficulty. There was no adverse consequence to the pt due to this event.

Manufacturer narrative:
Event is associated with intra-operative procedure.